Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while the patient was using the device, fluid leakage was observed from the foley catheter shaft section during patient use, prompting discontinuation of use. Multiple scratches were noted on the shaft section, and it was replaced with a new one. There were about three scratches on the shaft.